Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was not over 18 years old. (Date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg push method was used during an egd (esophagogastroduodenoscopy) with percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. During the procedure, the peg tube was broke. It was reported that no part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.